Event description:
It was reported that there was a crack in the case and the display was badly scratched on the insulin pump. The drive support cap was noted to be damaged as well. Crack was also noted to be seen on the screen. No further information reported.

Manufacturer narrative:
Insulin pump received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and scratched case noted during visual inspection. No cracks noted display window. (B)(4).